Event description:
A customer reported that perfusion liquid didn't flow from the chamber during surgery. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not yet been rec'd for evaluation. A root cause has not been identified. (B)(4).